Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) failed battery run test and pneumatics performance test. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
The fse that encountered the issue replaced batteries (0146-00-0039) and installed 5000 hour pm kit (0040-00-0146). The device passed all functional and safety tests according to factory specifications. The device was returned to the customer.

Event description:
N/a